Event description:
The patient reported that the keypad buttons have been sticking and intermittently unresponsive. She stated that she wears the pump underneath clothing and does not clean the pump. During the call to report the keypad issue, the patient mentioned that "a couple of weeks ago" she experienced a blood glucose (bg) of 528 mg/dl. There were no reported signs or symptoms of hyperglycemia, and the patient was able to treat with a correction bolus. The patient inquired if the keypad issue could have caused or contributed to the elevated bg. At this time there is not enough information to determine if the reported keypad issue was a cause or contributor to the reported bg excursion. This complaint is being reported due to the alleged keypad malfunction as well as the reported bg excursion. It is unclear at this time if the malfunction and the bg excursion are related or not.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive; all of the other keypad buttons were responding to button presses. There was evidence of keypad adhesive found under all key contacts. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification.

Manufacturer narrative:
Outcomes attributed to adverse event, "life-threatening" needed to be in initial report. Now in this supplemental report.